Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with a 350cc ce med hgt tissue expander w/sut tabs on an unspecified breast. Post-operatively, the patient suffered breast implant leaking. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2023. The replacement was a 350cc ce med hgt te w/sut tabs 350cc (catalog: 3549222 lot: 9883344 sn: (B)(6).

Manufacturer narrative:
On february 22, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2024. The correct patient identifier was also provided.

Manufacturer narrative:
On march 19, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the ce med hgt te w/sut tabs 350cc returned tissue expander. Leak testing was performed, in accordance with mentor procedures, and it identified two tears (tears a and b) on the anterior view, both between the union of the shell and bladder. In addition, no other leak sites were detected during the analysis. Microscopic examination was performed and the cause of the deflation in both tears could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the issue reported were identified. The patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.